Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Premature stent detachment and impediment in microcatheter with loss of cerebral target position are known potential complications associated with the enterprise2 vascular reconstruction device. If the stent was prematurely deployed in the patient (in an unintended site), it may lead to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. Interference or friction between devices is a known occurrence. Removal and exchange of devices is common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. In this case it is done without loss of intracranial target position. This is a common practice during procedures and is recommended in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the user was required to perform the additional surgical intervention of implanting a second stent to cover the full neck of the aneurysm. Based on this surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 9700770) was used for an endovascular embolization procedure. During the procedure, the user reported premature detachment and impediment in microcatheter with no loss of cerebral target position of the enterprise2. The event was reported as such, ¿impeded in microcatheter-tip section & premature detachment. It was reported that during procedure, stent was impeded in the tip section of microcatheter after it passed the microcatheter for a short section and could not advance any more. Doctor tried to retract the stent, but the stent was detached from the delivery wire, the stent was released at the proximal end of m1 segment of the middle cerebral artery without covering the aneurysm. The doctor implanted a second stent to cover the whole aneurysm neck and completed the surgery. The microcatheter was not replaced. The surgery was prolonged about 10 minutes.¿ no patient harm was reported. Additional information was received on 12-jan-2026. Summary: flushing was performed prior to use of the enterprise. The guidewire was used prior use of the enterprise system. There was no evidence of physical material within the device. The microcatheter is identified by catalog number 606s255x. The microcatheter did not kink or bend. No excessive force was used with the devices. This additional information has been reviewed, and no changes regarding reportability determination or coding were required.